Event description:
Customer states the device has not been giving correct readings for about 2 weeks. The customer received a result of 369mg/dl at 6:30pm. The customer dosed 10 extra units of humalog, a total of 20 units were taken. One hour later the customer was shaking and in an unconscious state. The customer's blood glucose was taken with a result of 280mg/dl. The customer was given glucose water and a glucose gel. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.